Event description:
A malfunction was reported on the customer's pump, displaying the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.